Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products - unknown vanguard femoral component catalog #: ni lot #: ni, unknown vanguard tibial bearing, catalog #: ni, lot #: ni. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as no additional information can be provided. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Insufficient information.

Event description:
It is reported that the patient experienced internal rotation of the tibial component approximately twenty-nine (29) years following knee arthroplasty. Attempts have been made and no additional information is available.